Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure for severe aortic stenosis with calcified leaflets and sinotubular junction, the transcatheter aortic valve evfxplus-29 was first deployed without pre-dilatation and was found to be very constricted. Echocardiogram identified thickened leaflets. The physician determined that pre-dilatation was necessary, so the initial valve was removed and a new valve was prepared according to requirements. Pre-dilatation with a 22 non-medtronic balloon (vacs iii) was performed, and the new valve was implanted successfully. The patient remained well with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012294205); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012291300); product type: 0195-heart valves; product 22 vacs iii balloon, product type: dilation balloon. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient's calcified leaflets and sinotubular junction (stj) contributed to the valve constriction.